Event description:
A report was received stating the nurse was unable to engage the listed device into its safety mechanism following use with a pt. The device needle was left exposed. No pt or clinical injury occurred due to the reported event.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.